Manufacturer narrative:
Our investigation into the complaint has now concluded. A device history record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Visual inspection and functional evaluation of the samples returned for complaint (B)(4) did not identify any issues. On this occasion we are unfortunately unable to reach a definitive root cause of the problem, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the film has low adhesion, there was no patient harm.